Event description:
It was reported that t:slim x2 pump battery would not charge. There was no reported impact to the customer¿s blood glucose level. Customer declined troubleshooting, and no additional information was received regarding the outcome of the event.